Event description:
Caller reported that pump malfunctioned, displaying malf 0 and fault ID 0-0x219e, and was not resettable. There was no adverse impact to customer's blood glucose level. Technical support arranged replacement and advised caller on procedures for returning the faulty pump and setting up new one with updated software. Caller understood all instructions, including putting pump into storage mode and using mdi as backup therapy. Replacement pump was shipped with signature required for delivery.